Event description:
Boston scientific crm received information that the patient with this pacemaker collapsed in the hallway. External cardioversion was attempted to address ventricular fibrillation. The device exhibited no pacing output during the resuscitation effort. The resuscitation was unsuccessful and the patient died. The official cause of death is unknown at this time. Technical services discussed the possibility of the device having inhibited pacing as a result of the external cardioversion. This device is part the microcrystal failure mode 2 advisory, and has exhibited symptoms consistent with those described in the advisory. The caller stated the device will be explanted and returned for analysis.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this report will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Visual inspection of the device noted no irregularities. Visual inspection by microscope revealed no anomalies with the seal plugs or medical adhesive. Continued testing confirmed appropriate lead-to-device fit and normal setscrew function. A review of the device memory found no resets, no evidence of inappropriate noise, and no pauses in pacing or sensed events. Analysis concluded the device was not affected by any recent product advisories, and that the device performed normally, operating as designed.